Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device had oil contamination. The occurrence date is unk. It is unk whether this event did occur during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.